Event description:
On (B)(6) 2002, a monarc subfascial hammock was implanted to treat her ¿pop and sui¿ (pelvic organ prolapse and stress urinary incontinence). Plaintiff¿s attorney has alleged that, as a result of having the ams mesh implanted in her, ¿plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo corrective surgery, ¿has other losses, including but not limited to medical services and has endured ¿impaired physical relations with her husband .¿it was also alleged that plaintiff has ¿suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow up report will be sent.